Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows catheter connected to the sample port connector. Fourth photo sample shows inflation valve cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the sample noted no physical defects present. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no issues observed. The balloon was allowed to rest and with the syringe attach the balloon deflated passively in under 5 minutes: 1 min and 47 sec. No root cause could be found because the reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. A risk review, a labeling review and a device history review are not required since the reported failure was unconfirmed. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not go well into the foley catheter. They felt difficulty in injection. Per follow up information received via ibc on 15nov2024, customer confirmed that patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not go well into the foley catheter. They felt difficulty in injection. Per follow up information received via ibc on 15nov2024, customer confirmed the patient involvement.